Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a ???/hour glass/no readings/sensor error in status box occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s wife stated that the patient had a sensor error lasting eight hours. A little after midnight the patient¿s wife woke up and noticed something seemed wrong with the patient. He was unresponsive and would not wake up. She stated that when she checked his cgm it showed ¿sensor error, no readings, wait three hours.¿ she checked a finger stick and the patient¿s blood glucose (bg) was 40 mg/dl. The patient¿s wife then gave the patient four glucose tablets and about 15 minutes later he regained consciousness. He recovered and no emergency medical technician¿s (emt)s were called. At the time of the report two days later he was feeling fine. Data was provided for investigation. The problem of ??? Or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.